Event description:
(B)(4). In 2010 I had essure device inserted to prevent pregnancy. Almost immediately I looked 3 months pregnant with a bloated stomach. The last 6 years I have been diagnosed with high blood pressure, depression, extreme inflammation, underactive thyroid, extreme weight gain, brain fog, achy body and joints, extreme fatigue. Essure was the worst decision I ever made. It causes inflammation to block your tubes but it caused so much inflammation in my entire body that I feel sick all the time. I am scheduled to have a total hysterectomy in (B)(6) 2016.